Manufacturer narrative:
Unknown at this time if the lead will be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a replacement procedure, the terminal pin for this right ventricular (rv) lead separated from the lead body when it was pulled out of the device header. The lead exhibited insulation damage and was not capable of measuring impedance. This lead was successfully replaced. No adverse patient effects reported.